Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported system error 105 which was reproduced during eval caused by a failed motor. The motor assembly was replaced.